Event description:
The pt programmer displayed "call your doctor" icon and the pt was not able to get it to work. The pt was only 10 days post implant and the physician programmer showed the message end of service. The impedance measurements were low and out of range. When electrodes 4 and 5 were on together, the impedance measurements were less than 50 ohms. This pair was programmed in program 2. All the other electrodes were good. Longevity was calculated with the current settings and it was estimated to 4 months. The neurostimulator (ins) was so depleted that it was unable to be turned on. The ins was replaced along with the extension due to it's breaking. No surgical complications were reported and the pt recovered without sequela.

Manufacturer narrative:
(B) (4): final device analysis revealed no significant anomalies for the neurostimulator (ins). The ins depleted rapidly due to the high parameter settings and the fact that according to the complaint there was a short across one bipolar electrode pair. The cause of a short between the #4 and #5 electrodes was not found in either the returned ins or extension. The ins was at eos when received. The eos bit was reset with the rx1 lab programmer in order to turn the ins on and test the output. There was good stable output on each electrode pair at the settings the ins had when received. There was good stable output on every electrode pair. The output matched the programmed settings. There were no issues when pressing on the ins can. When calculated with the lowest impedance that the longevity estimator would go (100 ohms) on program 2, the estimate was 2 months. If the longevity estimator would go below 50 ohms as stated in the complaint, it would likely be less than 1 month. Two known good leads were attached to the ins and the electrodes of the lead placed in 0.9% saline solution. Impedances were tested with an 8840 programmer. Normal impedances were observed on every electrode pair. Final device analysis revealed no anomalies found for the extension. It was functioning okay. The continuity was acceptable on all circuits and there were no shorts.